Event description:
It was reported the subject device had crack in the fiber optic cable. The event occurred during set up prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d8,h2,h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the most likely root cause of the malfunction was traced to component failure: the protector of the video cable section was cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.